Manufacturer narrative:
Imdrf device code a150208 captures the reportable event of clip stuck in scope.

Event description:
This report pertains to one of three resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip dropped after deployment and went up into the endoscope. This was only discovered when the clip fell out of the scope during cleaning. The same problem occurred with the second and third resolution 360 clips. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.